Event description:
The patient had a history of atrial fibrillation, unresponsive to pharmacologic anti-arrhythmic therapy. He underwent radiofrequency ablation utilizing a cryo-balloon device. After the procedure the patient noted mild pericarditis-like symptoms without dysphagia or odynophagia. He was discharged home the next day. A few weeks later he presented to a different hospital (out of state) complaining of fever and rigors. An urgent chest CT scan raised the possibility of an atrial-esophageal fistula. He was transferred to a tertiary care hospital where he underwent surgery later that day. An esophageal-pericardial leak was identified and treated with a muscle flap positioned around the esophagus. Post-operatively he developed sepsis and transient neurologic deficits which resolved by the time of discharge to rehabilitation. The case was reviewed extensively. Atrial-esophageal fistula is a known complication of radiofrequency ablation. A cryo-ablation device is thought to be associated with less risk of perforation. When the patient developed his post-procedure symptoms, he was immediately advised to seek medical attention.